Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. On (B)(6) 2017: report was delayed due to an esg issue. Tickets (B)(4) were opened on (B)(4) 2017 and not resolved until (B)(4) 2017.

Event description:
According to the available information, urethra and lateral sidewall of the bladder was perforated on second pass on pt left side. Slide was removed. Perforation closed with double tissue layer. Patient required to wear catheter 2-3 weeks.